Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer called to report that the last several bags with this lot number have been very poor quality and basically unusable. The buckle has been changed and is extremely hard to open; she had to cut 2 bags off because the buckle would not open, the vinyl used is very thin and tears, and the tube running from the bag to the drain spout is now longer and very soft. The twist spout is also much stiffer and hard to open. She is very disappointed in the quality since manufacturing has moved. She has used the belly bag for approximately 8 years.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer called to report that the last several bags with this lot number have been very poor quality and basically unusable. The buckle has been changed and is extremely hard to open; she had to cut 2 bags off because the buckle would not open, the vinyl used is very thin and tears, and the tube running from the bag to the drain spout is now longer and very soft. The twist spout is also much stiffer and hard to open. She is very disappointed in the quality since manufacturing has moved. She has used the belly bag for approximately 8 years.